Event description:
Customer called stating she changed batteries after being prompted. Experienced ramping, incorrect time, and was unable to program. Again replaced batteries with same results. Customer in hosp for cause unknown with high blood glucose. On manual injections per doctor.